Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to faulty force sensors resistor. Unable to verify motor error alarm due to a33 alarm however, the motor was tested outside of the device and passed. The insulin pump has minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone, the insulin pump alarmed motor error about five times, four of them occurred in a less than 24 hours period. Customer's blood glucose was 7.2 mmol/l. The device alarmed during a bolus delivery. The device was not exposed to an MRI or magnetic field. Customer doesn't use the sensor feature and is able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.